Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the patient received two promus stents on (B) (6) 2008, in the proximal and distal circumflex (cx). The procedure was performed on an urgent basis. The patient was discharged on dual anti-platelet therapy (asa and clopidogrel). The patient reportedly has a history of stable angina. Stable angina was reported at the time of discharge. On (B) (6) 2008, the subject underwent a target vessel revascularization percutaneous coronary intervention (pci) with an angioplasty balloon. The l-av located in the left coronary artery required placement of a xience stent. No additional event of patient information is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. The reported patient effect of restenosis is a known adverse event as listed in the instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture , design, or labeling. The second promus stent (part 1009529-28b, lot 8011042) has been filed under the same MFR#.